Manufacturer narrative:
Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. Motor may have had an intermittent failure that was not detected during testing. Unable to perform occlusion test and excessive no delivery test due to motor error alarms. Insulin pump passed displacement test, rewind test, basic occlusion test and prime or compromised force sensor system alarm test. Unable to confirm motor position encoder error alarm due to overwritten history file. Insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm as well as a motor position encoder error alarm. The customer¿s blood glucose during the incident was 189 mg/dl. The insulin pump will be returned for analysis.